Event description:
Boston scientific received information that this right ventricular lead exhibited a low out of range pacing impedance measurement in bipolar. Pacing impedance measurements were within range when checked in unipolar. A chest x-ray was performed and no anomalies were noted. A couple weeks later the patient presented for follow-up and again low out of range pacing impedance measurements had been observed. Threshold and sensing measurements were consistent in unipolar and bipolar. Technical services discussed continued monitoring with the lead in a unipolar configuration or a lead revision. No adverse patient effects were reported. Records indicate this lead remains in service. Should additional information become available this report will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.